Event description:
The faclity's biomedical engineer reported an infusion pump with a 550:320 failure code. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.